Manufacturer narrative:
Section d10: concomitant products: logic femoral ps cem right sz 3 (cat# 02-010-01-0330 / serial# (B)(6). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10 years post initial bilateral tka, the 68 y/o female patient saw the surgeon. The patient had instability as well as had tibial inserts that were on the recall list. Patient's left knee femoral, patella and ti insert were revised. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to legal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.